Event description:
It was reported that suture placement was attempted in the left common femoral artery using the preclose technique prior to an endoluminal limb extension procedure. The arteriotomy was 6f and during the endoluminal limb extension procedure the sheath was upsized to 14f. Reportedly, when attempting to harvest the suture limb, the suture was pulled out; however, it was knotted up and the surgeon was not able to proceed. The device was removed and two additional proglide devices were successfully used. A femoral angiogram was not taken prior to the procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Prior to deployment of the perclose proglide smc device, perform a femoral angiogram to evaluate the femoral artery site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the arterial wall to avoid device cuff misses (device needles not engaging with the cuffs) and/or posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to deploy the suture was confirmed. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.